Manufacturer narrative:
H3: the catheter was returned to the manufacturer for analysis. Analysis found that as reported, the tip of the returned catheter had been burned. Analysis found that the reported event was related to physical damage. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that after removing the cooling catheter from the patient, it was noticed that the catheter was charred at the tip. There was no fluid leaking from the catheter. The tip was still intact once removed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.